Event description:
All attempts for additional information from the implanting surgeon have been unsuccessful to date.

Event description:
Reporter indicated a vns patient stated that her vns generator and lead were replaced (B)(6) 2009 by a different surgeon, and that while in the recovery room the vns was unable to be interrogated, and has been "shut off" since that time. The manufacturer was present at the time of the surgery, and the lead was not replaced. Diagnostics with the new generator and resident lead were within normal limits. Attempts for additional information from the implanting surgeon at the time of the (B)(6) 2009 surgery are in progress.